Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Event description:
It was reported that one day post implant, the patient experienced likely serotonin syndrome and a gastrointestinal bleed (gib).  They had also developed severe vasoplegia which required the administration of methylene blue.  Heparin was not yet started post-op, so that was on hold.  The patient was transfused two units packed red blood cells (prbc) for hemoglobin (hgb) 5.7. And they also had an elevated lactate dehydrogenase (ldh).  Post implant the pump's power consumption has remained within normal limits.  The ventricular assist device (vad) remains in use.  The patient remains in critical condition in the intensive care unit.